Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the multiloc humeral nail was used for an implant operation for humerus proximal fracture performed on (B)(6) 2014. Three weeks after the operation, while reviewing the x-ray photo, the doctor noticed a defect in the shape of the ascending screw hole of the nail. It is in descending direction instead of an ascending direction. The nail remains in the patient. It was also reported that an ascending locking screw was not used at this operation. (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.